Manufacturer narrative:
The manufacturer only received and investigated the lcd screen.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's lcd screen was blank during use and was not viewable. The lcd screen was replaced to address the issue. There was no harm or injury reported. The lcd screen only was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the lcd screen failing was due to electrical overstress.